Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) at night ranging from 40-50 mg/dl. Bg was addressed with snacks. Reportedly, customer is insulin sensitive due to growing older and needed to adjust pump settings. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.